Event description:
On (B)(6) 2013, at (B)(6), while using cardiohelp unit (article number 70104.8012; serial number (B)(4)) to transport a patient via helicopter, when unplugging the device from main power supply and switching to batteries, the screen switched off. The pump continued to run. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The cardiohelp sensor panel was replaced and a new sensor panel, #3036 was installed. A long term test and functional test was performed. The system was tested using the service protocol. (B)(4).